Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. Prior to implant, the lead's helix could not be extended during testing. The lead was not used and was replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.